Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had been fractured, confirmed via x-ray. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The reported event was confirmed for lead fracture. Microscopic inspection identified a kink/fracture on the lamitrode lead body with all internal wires broken and would cause the high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.